Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant, the device could not change pressure settings. The device was replaced, and the patient¿s status was noted as alive - no injury. The patient¿s medical history included hydrocephalus.

Manufacturer narrative:
The valve did not meet the requirements for leak testing due to a large tear observed in the top of the reservoir. It is unknown how or when this damage occurred. Therefore, the patency, siphon, reflux, pressure-flow and preimplantation testing were precluded due to this damage. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ there was proteinaceous debris observed within the interior and exterior of the valve. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.